Event description:
The customer called to report a blank display and a partial display on the insulin pump. The customer stated that she changed the batteries, but the same problem continues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.